Event description:
It was reported there were coupling and communication issues. An implantable neurostimulator (ins) overdischarge was suspected. Repr esentative was able to turn device on once, but was unable get it back. Representative was unable to initiate a physician mode recharge. After several attempts the representative was able to initiate physician mode recharge. Follow up reported there was an overdischarge confirmed. The cause of the overdischarge was due to the patient not using the stimulator, so she had no recharged the battery for approximately one year. The patient had been experiencing no stimulation. The patient will notify the representative when they are fully charged so they can be programmed. Further follow up reported the patient was unable to get the battery to charge after several physician mode recharges. The patient will be meeting with their health care provider to decide what to do next. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 37742, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 3708360, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3708360, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3587a, lot# l39468, implanted: (B)(6) 1996, product type lead. (B)(4).